Event description:
Company representative reported that a nurse reported that a patient reported huge differences in readings with mobile meter. No further information available because nurse is not willing to give patient data. Mobile report was sent in from the nurse and report shows several occasions mobile meter gave low values, directly after high values and vice versa. (B)(6) 2014 at 12:31 11.8 mmol/l and at 12:31 2.7 mmol/l (B)(6) 2014 at 8:38 15.8 mmol/l and at 8:39 2.7 mmol/l (B)(6) 2014 at 9:38 1.2 mmol/l and at 9:39 11.2 mmol/l (B)(6) 2014 at 7:58 6.3 mmol/l and at 7:58 2.3 mmol/l (B)(6) 2014 at 20:00 27.5 mmol/l and at 20:00 1.0 mmol/l, at 20:01 1.8 mmol/l, and at 20:06 8.0 mmol/l (B)(6) 2014 at 20:44 19.0 mmol/l, at 20:51 1.4 mmol/l and at 20:55 3.3 mmol/l (B)(6) 2014 at 9:24 19.7 mmol/l, at 9:25 1.1 mmol/l, and at 9:26 6.8 mmol/l (B)(6) 2014 at 18:52 16.3 mmol/l and at 18:53 3.1 mmol/l (B)(6) 2014 at 18:09 0.9 mmol/l and at 18:09 27.0 mmol/l (B)(6) 2014 at 13:58 6.2 mmol/l and at 13:58 26.5 mmol/l at 16:39 5.3 mmol/l and at 16:39 14.8 mmol/l (B)(6) 2014 at 06:22 3.7 mmol/l and at 06:22 15.5 mmol/l test strip information not available. Nurse informed us that mother of customer does not want to return the meter until she has the doctor's appointment (she will see him on (B)(6) 2014). No adverse event reported by the nurse. Requested return of suspect device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product was returned by the customer.